Event description:
The field service rep (fsr) reported that during preventative maintenance (pm) of the device, the alert level sensor (polyurethane membrane) was damaged. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The field service rep (fsr) noticed the alarm level sensor was being used (alert sensor was still plugged into back of safety monitor but was not in use) and level detection switch (on back of safety monitor) was set to position #4 (alert). After further investigation, the fsr discovered that the alarm (red) sensor was not connected to the alert connection, as it should have been if they (perfusion) were using the alarm sensor as an alert sensor because, the alert sensor was damaged. The fsr removed the alert sensor from the base and inserted an alarm sensor into alert connection. Eval in progress, but not yet concluded.